Manufacturer narrative:
Attempts to obtain further information were unsuccessful. This report will be updated should further information be received.

Event description:
Boston scientific received information that this unspecified device and right ventricular (rv) lead exhibited out-of-range pace impedance measurements. This lead remains in service. No adverse patient effects were reported.